Event description:
It was reported that the burr became stuck in lesion and on the rotawire and burr detachment occurred. The 30mm, 2.5mm - 2.75mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. The setting of rotational speed was from 190,000 to 200,000rpm, with 180,000 to 190,000rpm for each ablation for 15 seconds. During the procedure, at third ablation, it was noted that the knob was pulled back a lot; however, the burr remained in the lesion area. The first physician thought that the burr was not stuck in the lesion, but the second physician thought otherwise. Then, the shaft of the burr was pulled, still the device did not move. Consequently, the burr was pulled together with the rotawire and was caught in the ro marker of the wire. When the devices were successfully pulled out of the patient's body, it was further noted that the base part of the burr became separated. The procedure was completed with these devices. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr catheter were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The burr was detached and was returned on the rotawire. There were numerous sheath kinks. Microscopic examination of the burr revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil was stretched and broken 135.6cm from the strain relief. The broken coil was seen in the proximal end of the burr. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in lesion and on the rotawire and burr detachment occurred. The 30mm, 2.5mm - 2.75mm in diameter, 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. The setting of rotational speed was from 190,000 to 200,000rpm, with 180,000 to 190,000rpm for each ablation for 15 seconds. During the procedure, at third ablation, it was noted that the knob was pulled back a lot; however, the burr remained in the lesion area. The first physician thought that the burr was not stuck in the lesion, but the second physician thought otherwise. Then, the shaft of the burr was pulled, still the device did not move. Consequently, the burr was pulled together with the rotawire and was caught in the ro marker of the wire. When the devices were successfully pulled out of the patient's body, it was further noted that the base part of the burr became separated. The procedure was completed with these devices. No patient complications were reported and patient's status was good.